Event description:
The patient's peritoneal dialysis (pd) nurse reported that a delay in the delivery of the replacement cycler caused the patient to gain 11kg over the course of two days. The nurse stated the patient was hospitalized on (B)(6) 2014 due to fluid overload and pericarditis. Per the nurse, there was no reportable device malfunction, no issue pertaining to infection or issues with the catheter. The patient was treated with 4.25% pd rapid exchanges and an unknown amount of fluid was removed. The patient was discharged from the hospital on (B)(6) 2014 and his signs and symptoms of fluid volume overload and pericarditis resolved. Medical records were requested.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.